Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the iunihg screw fractured. The implants are still intact. Another screw was placed.

Manufacturer narrative:
(B)(4). A certain® gold-tite® hexed screw was returned for inspection. The screw is noted to be fractured at the top of the threads. The drive feature is significantly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. Complaint indicates the screw fractured. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.

Event description:
No further event information available at the time of this report.